Manufacturer narrative:
There are two devices associated with this event. These devices are captured in medwatches with patient identifiers (B)(6) (tjf-q190v) and (B)(6) (maj-2315). This medwatch is for the patient identifier (B)(6). Due diligence was performed for this event with response received from the customer. Patient information will not be provided by the customer. The device is discarded by the customer and will be not returned; as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation.

Event description:
As reported for this event by the customer, after a endoscopic retrograde cholangiopancreatography (ercp) procedure was completed as planned, and the patient was in the recovery room, the patient spat out the device that was used in the procedure with the scope. The patient did not experience any discomfort or any harm due to this, and the current status of the patient is fine. Customer did not know specific details of this procedure. However in general, for ercp procedures at the facility, the scope inspection is performed before and after attaching the device. Lubricant is used with the scope to ease the guiding of the scope inside the patient. No information on any other material that may have been used was provided. The medical staff associated with the procedure is very experienced in using the devices for such procedures. There are two devices associated with this event: the scope and the distal cover. The scope has not been serviced by a third party.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, although the root cause could not be determined, the likely causes for the distal cover falling off the scope (maj-2315) are as follows: 1. Chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. 2. The cover was easily removed from the scope due to insufficient attachment to the scope. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿attaching the distal cover: please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation.¿ ¿also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover.¿ this supplemental report includes a correction to g2. Information added to g2 that was inadvertently not included on the initial medwatch. Also, information added to d8. Olympus will continue to monitor field performance for this device.